Manufacturer narrative:
The reported events of noise and oversensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event.

Event description:
Related manufacturer report number: 2017865-2019-02034. During follow-up, oversensing due to noise was observed on both the right ventricular (rv) and right atrial (ra) leads. Both leads were explanted and replaced to resolve the event. Rv lead damage was visually observed upon explanting the lead by the physician. The patient was in stable condition.